Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the t25 tip was sheared off. No patient was present.

Manufacturer narrative:
H3/h6: the instrument as returned for analysis. As reported, the tip of the returned driver had been broken off. Codes b01, c07, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.